Manufacturer narrative:
Device evaluation did not show any malfunction. Our drill depth analysis showed that the depth deviation was within our standard tolerance. Surgery with a properly seated guide and the prescribed drills should have resulted in the correct depth. It is important to note that in this particular case, there was a tissue flap requirement to seat the guide properly in the patient's mouth. The requirement is indicated in the reference chart that was included in the guide package. Without the tissue flap, the sleeve on the guide will be impacting the soft tissue and will not seat all the way down.

Event description:
It was reported that the prescribed 21 mm drill did not reach full depth. Doctor freehanded the surgery successfully on his own but it took an hour longer.